Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Data investigation confirmed connection loss on (B)(6) 2018. The probable cause could not be determined post investigation. The connection loss was less than one hour. The device operated within specification.